Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to early battery depletion. This crtp was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to early battery depletion. This crtp was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted prophylactically due to the advisory for high battery impedance. It was noted that this device exhibited normal device function. This crtp was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to early battery depletion. This crtp was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted prophylactically due to the advisory for high battery impedance. It was noted that this device exhibited normal device function. This crtp was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.